Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they got a little ache in their left butt cheek where there was a little incision, noting this was not the incision site where the ins was located. They said it went on for 4-5 days. They stated that starting the weekend prior they began having leakage following bowel movements which was what the ins was intended to treat. They denied any recent falls or traumas. They stated due to this they had increased stimulation from 0.7 volts to 0.8 volts on saturday, (B)(6). They had not noticed any improvement and it looked like it was at 0.7 volts at the time of the report, it had gone back, it looked like it just went back by itself. Patient increased stimulation to 1.1volts on the call and confirmed feeling it comfortably in their left butt cheek/bike seat area. They were redirected to their healthcare provider to address the issue.